Event description:
Information received from the field notes that the patient presented for a routine follow-up with an intrinsic ven- tricular rate of approximately 62 bpm. The device was programmed to 80 ppm but no evidence of pacing was observed. Multiple attempts to interrogate were unsuccessful and there was no magnet response. The patient had a history of atrial flutter but was not pacemaker dependent. The patient subsequently expired prior to pacemaker replacement.